Event description:
It was reported that the patients ipg had migrated the patient underwent a revision procedure wherein the ipg moved and was secured better. The patient was doing well postoperatively.